Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer went to the emergency room (ER), customer could not recall the exact date of the ER visit. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Ulitmatley, the customer reverted to an alternate method insulin therapy.